Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was non-functional. No pacing or sensing was observed, and the pacing impedance measurements were greater than 3,000 ohms. A revision procedure was performed. The physician suspected an lv fracture, however, none was observed during the procedure. The lv lead was surgically abandoned and replaced. The device was explanted and downgraded to an implantable cardioverter defibrillator (ICD). No other adverse patient effects were reported.